Event description:
It was reported the personal diabetes manager (pdm) displayed, suggested and delivered an incorrect bolus. The patient reported that the boluses were delivered not by them or anyone else as far as they were aware. The patient stated they would hear the bolus being delivered and then look and try to stop it when messaging saying "they were not the administrator" would appear and they could not cancel the bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. No lot release records were reviewed, as the product lot number was not provided.